Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm when they tried to bolus. The customer's blood glucose level during the incident was 152 mg/dl. Troubleshooting was performed. The customer reported that the event was resolved by changing the complete reservoir and infusion set. They did not have the product to return. Additionally, the customer also mentioned air bubbles. The sizes of the air bubbles were very small. After troubleshooting was performed on the air bubbles, the customer was advised that they may continue to use their current reservoir and infusion set. The product will not return for analysis.